Event description:
The tigereye catheter was advanced to an occlusion in the superior femoral artery via an indwelling vascular sheath with a very acute angle at the iliac arch. As the device was engaged with the occlusion, the imaging was lost. The catheter was removed and a second tigereye catheter was advanced to the occlusion. While the occlusion was engaged, the arterial wall was perforated. The catheter was removed and a guidewire was used to complete crossing of the occlusion. The perforation was treated by a balloon followed by placement of a vascular stent. Vessel perforation is listed in the IFU as a potential adverse event associated with the use of the tigereye catheter and other cto-crossing catheters.